Event description:
Hosp reported that during a case, the alarms on the bio-console began to sound and the console motor would not operate. A handcrank was used while the bio-console was replaced with a second unit. The case was continued with no effect to the pt.